Event description:
It was reported that patient expired due to septic shock. ICD pocket erosion was observed therefore, ICD system was explanted. The physician believes the implanted ICD system potentially caused the sepsis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.